Manufacturer narrative:
Exact date is unknown, approximately three weeks after procedure, which was sometime in early 2007. Implant date: exact date is unknown, sometime in early 2007. The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined.

Event description:
It was reported to boston scientific corporation (bsc) that approximately three weeks after a transvaginal mid-urethral sling procedure in early 2007, the patient developed a very fine, "burning" rash to her shoulders and then to her arms and chest. She also presented with "hot flashes". Her urogynecologist told her she had no vaginal or ureter inflammation. The patient went to an allergy clinic, and her rash was treated unsuccessfully with prednisone cream. The patient's urogynecologist stated he believes it is the gortex suture and not the advantage sling causing the allergic reaction. The patient's dermatologist planned to confirm this with testing using another advantage sling, however no further information was provided to bsc about this case.